Event description:
It was reported that the patient noted fluid around the pump. Some of the fluid had been removed two days prior to the report; some fluid remained. The patient continued to receive therapy. The pump contained dilaudid 2 mg/ml and bupivicaine 30 mcg/ml. The hcp later reported that the patient had a post-operative seroma which was aspirated and resolved.

Manufacturer narrative:
This report is being submitted following an internal audit.